Event description:
The customer reported that the 9900 system had grainy images and made a crackling sound from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.